Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6)2024. On (B)(6)2024, it was reported that the patient experienced inaccurate cgm values. The day of the event, around 11:30pm, the patient woke up and felt hypoglycemic. The cgm reading was 60 mg/dl at that time, and the patient drank a small amount of coke and ate a small bite of a butter finger. After a couple of minutes, she felt fine the cgm reading was 150 mg/dl. She went to back to sleep. At an unknown point during the night her husband noted that her breathing was not right and noted that her eyes were not responding. No cgm reading was reported from that moment as the husband did not check this. Around 2:30am the husband called the emergencies and was instructed to perform CPR while waiting for paramedics. The paramedics stated that the patient was in a coma and when they checked they performed a fingerstick the blood glucose reading was 33 mg/dl. No cgm reading was reported from this moment either. She was given 2 bags of an unknown intravenous fluids and was transported to the hospital around 3:00 am. When a fingerstick was taken at the hospital the blood glucose reading was 59 mg/dl. The patient could not remember further treatment details, but stated that she had her blood pressure measured, a CT scan, and an ECG. When the patient recovered, she was discharged. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.